Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing confusion, vomiting, and diarrhea. The patient¿s cgm was reading 170 mg/dl, no bg meter comparison was provided at this time. The patient was wearing a tandem insulin pump. The patient self-treated himself with sugar and honey (the patient mentioned he was not thinking correctly at this time and thought he may have been experiencing a low bg). Then the patient¿s wife decided to test the patient¿s bg meter reading, which was 516 mg/dl while the cgm was still reading 170 mg/dl. The patient¿s wife than called ems. Once ems arrived, a bg meter test was done, but the specific value cannot be recalled. Ems removed the patient¿s sensor as well. The patient was transported to the hospital, was diagnosed with dka, and treated with insulin and an unspecified IV. The patient was discharged home after 2 days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.